Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. There was no impact to customers' blood glucose level. Customer changed out cartridge and infusion set.